Event description:
Procedure: lap hernia repair. According to the reporter: the balloon would not inflate during surgery. Another device was opened and used to complete the case. There is no further information available.

Manufacturer narrative:
(B)(4).